Event description:
The customer reported that the system monitors failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge field service rep met with the onsite biomed engineer regarding the system issue. At this time no conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.